Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, an issue related to the device's sensor board was observed. The device's sensor board was replaced to address the issue. The component only was returned to the manufacturer's product investigation laboratory for investigation. During the investigation the root cause of the sensor failure was found to be the mt2 sensor being out of tolerance.